Manufacturer narrative:
There was no button error alarm noted. The insulin pump had intermittent response on the up arrow button due to corroded keypad traces. No frozen screen was noted. The time advanced properly during testing. There were no unexpected numbers ramping or scrolling noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window and a cracked case at the display window corner.

Event description:
It was reported that the customer received a low battery alert on the insulin pump. The customer's blood glucose was 127 mg/dl. The customer stated that after using new batteries, the up and down arrow buttons were freezing when attempting to deliver a bolus. The customer expressed that the numbers were scrolling up without his command and that he then received the button error alarm. The customer stated that none of the buttons on his insulin pump were responding. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.